Event description:
It was reported that when entering four abdominal circumference measurements into the worksheet, the fourth measurements entered was recorded as a zero. The system, which calculates the average of the last three measurements, displays a value much lower than actual. Although the error is obvious, the hcp reported that this could lead to misdiagnosis. The malfunction could not be reproduced on other systems of the same type. No injury nor misdiagnosis was reported as a result of this malfunction.